Manufacturer narrative:
Two stents were deployed, the physician used the eagle eye catheter to check the stent placement. During the process, physician was able to cross distal to the lesion, but during pullback, the catheter got stuck and physician was not able to remove it from the vessel. Many attempts were made to dislodge the catheter including snares, balloon and new catheter without success. Patient was transferred to surgery. Patient was reported as stable. It was reported that the some portion of the catheter remains in the patient's vessel. No additional information was provided.

Event description:
Intravascular catheter became stuck in a stent.